Event description:
This report pertains to the second of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04172 for the associated device report. It was reported to boston scientific corporation on (B)(6) 2010 that two resolution clips were used during a procedure on (B)(6) 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.

Event description:
Note: this report pertains to the second of two complaints that involve the same event. Refer to manufacturer report # 3005099803-2010-04172 for the associated device report. It was reported to boston scientific corporation on (B)(6), 2010 that two resolution clips were used during a procedure on (B)(6), 2010. According to the complainant, during the procedure, two clips failed to release from the catheter. The procedure was completed with two new clips. There were no patient complications as a result of this event. The patient was reported to be in "okay" condition at the conclusion of the procedure.

Manufacturer narrative:
(B)(4) - the reported event of clip failed to detach from catheter. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed, as the control wire was separated per design; however the deployed clip assembly was found to be mashed onto the bushing. Based on the evaluation conducted and the details of the complaint, the most probable root cause is operational context. The failure to release the clip from the catheter and the condition of the returned device may have been a result of anatomical/procedural factors that were encountered during the procedure. A review of the device history record (DHR) was performed; no anomalies were noted.